Event description:
When the patient stood up her legs felt like they were "going over bumps in the road". The bumpy sensation started three days prior. It was stated that the patient "falls all the time". Further information is being requested at this time.

Manufacturer narrative:
(B) (4).